Event description:
A report was received that the patient underwent a pocket revision, due to the pocket site being uncomfortable. Nothing was implanted or explanted and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.